Event description:
It was reported to philips that the azurion device displayed a loading icon, and did not boot up correctly. The device was outside of clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed x-ray pc communication issue. Upon troubleshooting fse found that the x-ray pc cannot be pinged. Fse manually tuned off the x-ray pc, did full system shut down, reinstalled software and reloaded x-ray pc and issue was not solved. Fse removed x-ray pc from the m-cabinet, installed new x-ray pc into the m-cabinet, loaded software to the new x-ray pc and restored most recent backup. After that system was returned to use in good working order. The codes were updated based on the investigation outcome.